Event description:
It was reported that in central processing, the permanent cautery hook instrument was observed to have a tear in the insulation. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a deep scratch located near the main tube with missing material. The length of the deep scratch was approximately .075. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the deep scratch with missing material on the main tube could likely cause or contribute to an adverse event, if the malfunction were to recur.